Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the device was not working properly and would only make a clicking noise when in use was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device was displaying an erroneous error code. The assignable root cause of this condition was determined to be traced to component failure due to wear.

Event description:
It was reported that the system console device was not working properly and would only make a clicking noise when in use. During in-house engineering evaluation it was determined that the device was displaying an e8 error code (system fault), an erroneous error code, and had component damage. It was further determined that the device failed pretest for power cord. This event did not occur during surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.